Event description:
States guide broke during sterilization.

Manufacturer narrative:
Method - visual inspection. Results - visual inspection indicates the guide had an internal flaw in the plastic bank (flowline). Conclusion - the secondary heating of the autoclave caused failure along the line path.